Event description:
Unable to remove the balloon over the guidewire without causing the catheter to break. Catheter was removed except for distal portion of the balloon which was sheared off and required surgical intervention to remove.